Event description:
It was reported that the customer had difficulty charging the pump battery, "after plugging in the cord it takes about a minute for the pump to start charging". There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.